Manufacturer narrative:
The stapler 30 white reload was received for failure analysis. Failure analysis found the reload lodged staples wedged in between the reload in front of the exposed knife. Visual inspection confirms there is a lodged staple ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. The reload was also found to have an exposed component and the knife exposed within the knife track. The knife was exposed towards the proximal end of the returned reload. Visual inspection confirms there is a lodged staple ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. The reload was found to have cartridge damage. A piece of the cartridge was found wedged in between the reload in front of the exposed knife, causing it to jam. The piece was removed from in between the reload and the shuttle was fully deployed. The knife was inspected and there was damage found. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was cartridge damage observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure using a stapler 30 curved-tip instrument, the reload and stapler did not release once deployed. The target tissue involved was the lung. The stapler was clamped and would not disengage.